Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to replace this implantable cardioverter defibrillator (ICD) to upgrade the patient¿s therapy, pacing inhibition was noted during the use of cautery. It was noted that the device was in cautery mode. It was discussed that the issue could have been due to the defib detect circuit. There was no consequential pacing inhibition and the physician used shorter bursts of cautery to successfully complete the procedure. No adverse patient effects were reported.